Event description:
It was reported to tyco healthcare/ kendall that a customer had a problem with a yakauer suction tube. The customer reports that the tip broke off the yankauer during surgery resulting in a retained foreign object in the patient.

Manufacturer narrative:
An investigation is underway. Upon completion of the investigation, results will be forwarded.